Manufacturer narrative:
"Alarms "rapid gas loss". Product condition received: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1cm from the rear seal measuring 0.051cm in length. Conclusion: the reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. (B)(4).

Event description:
A 40cc linear balloon ruptured with no consequence to the pt. The device is to be returned for evaluation. Update per data sheet received with product on (B)(6) 213. Pt required vasopressure (profound hypotension). Difficulties encountered during pumping. Alarm sounded. Rapid gas loss. Blood was seen in the catheter tubing. There was an injury to the pt. The pt is now deceased.